Event description:
It was reported that the pump battery was unresponsive. There was no reported adverse effect to the customer's blood glucose level. Reportedly, the customer contacted the healthcare provider to obtain alternate method of insulin therapy.